Event description:
When the pump was unplugged from an electrical outlet, transported across the room and then plugged into a different outlet, a spark was observed by the electrical outlet. The nurse observed the spark and removed the pump from clinical service. The patient did not experience any adverse effects. Though requested, there was no further information available.